Manufacturer narrative:
The ge healthcare field service representative recommended replace of the adjustable pressure limit valve and bag to vent switch. No further service information provided. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported loss of manual ventilation. No patient involvement reported.